Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer low blood glucose level was 58 mg/dl and high blood glucose level was 582 mg/dl. The customer reported other blood glucose level were 80 mg/dl and 435 mg/dl. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. Customer reported that the blood at site. Customer treated with insulin pump and food. The customer was assisted with troubleshooting which stated that high blood glucose which was due to leak in set and declined for low blood glucose and high blood glucose. The insulin pump will not be returned for analysis.